Event description:
A 41-yr-old female pt had a port surgically implanted 4/18/96 to facilitate chemotherapy. She returned on 6/5/96 for evaluation of the catheter which was non-functioning, and suspected to be thrombosed. A venogram study showed the catheter was sheared off approx 4 cm from the hub. The distal segment was located in superior vena cava, extending into the right atrium. It was retrieved percutaneously via the right femoral vein with CT guidance.